Event description:
It was reported that the ps femoral impactor pad broke during surgery while impacting the femur. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 visual inspection of the returned device confirms that the device is fractured and not all fractured pieces were returned. The device exhibits signs of usage. The sem report analysis determined that the fracture in the impactor pad is consistent with overload fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.